Event description:
It was reported that the generator device had "an error code e486 (not recognizing foot pedal ." There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, it was observed the generator had a defective motherboard. A root cause could not be determined. The most likely cause was determined to be component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.